Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 362 mg/dl and an insulin injection was administered to address bg. Pump system check with tandem technical support (cts) found insulin leaking at the cartridge pigtail. Customer declined further assistance from cts.